Manufacturer narrative:
H4: the lot was manufactured between december 18-19, 2023. H11: the actual device and two photographs of the sample were provided for evaluation. A visual inspection was performed on the actual sample, and it was noted that there were small white particles of particulate foreign matter observed. The returned photographs were reviewed, and it was noted that it appeared that there were small white particulates in the solution. The reported condition was verified. The cause of the reported condition could not be determined; however, the likely direct cause of the particulate observed is possibly some type of ingredient precipitate that may have been in the source ingredient or tubing, and eventually ended up in the final tpn product, or possible contamination inherent to the manufacturing process of the eva product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clear particle was found in an exactamix 500 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag. This was observed during visual inspection of the finished product at the compounding facility. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.